Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 04/19/2017 with the following findings: a battery compartment crack was observed. Moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. The ok keypad button was under-responsive. The ok button contact was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.